Manufacturer narrative:
A visual inspection was performed on one opened and used reservoir, found the snap-cap was detached from the reservoir barrel and found the snap-cap was attached to the septum transfer guard. Unable to verify leak complaint.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of inserting a new infusion set and the reservoir did not work. Customer indicated that a new reservoir was inserted and worked fine. Customer's blood glucose was 162 mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.